Manufacturer narrative:
Date of event: unknown. Investigation: the defect sample was not found from in the returned sample container, and the broken point cannot be identified. The reported defect was identified in the photos that were received. Bd was unable to duplicate or confirm the customer's indicated failure mode. There was no abnormal records for the batch record. A root cause cannot be determined based on current investigation.

Event description:
It was reported during use of the bd intima-ii catheter the nurse removed the catheter from patient on the third day of infusion when the nurse found swelling. Nurse removed the catheter from patient when found swell during infusion on (B)(6) 2017. The family of patient found potential catheter broken under scalp on (B)(6) 2017. The patient was taken back to the hospital where the broken part was removed on (B)(6) 2018.